Event description:
It was reported that the patient underwent a revision surgery for the inflatable penile prosthesis due to a reservoir disorder. No components were removed or replaced. Additional information received indicated there was a lack of saline and the patient was unable to inflate or deflate the cylinder fully.